Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "attached cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the downstream occlusion seal was bubbled. There was evidence of the one occurrence of the reported issue in the event log. Functional testing involved sensor testing and the reported issue was duplicated. The investigation determined that contamination of the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Additional information provided indicated that there was no patient involvement and no injury.